Event description:
A 3.5 mm diameter x 9 mm length driver rx coronary stent system was inserted into a pt for the treatment of an lad lesion. The lesion morphology is reported to be non-tortuous with little calcification, and 60% stenosis. It was reported that the lesion was pre-dilated. It was reported that the driver was attempting to be deployed at the lesion site at 6 atms when they lost pressure. The physician thought there was something wrong with the inflation device; it was examined and noted to be fine. The sds was removed successfully and a second driver pulled to complete the case. No clinical sequelae were reported and the pt is reported to be good. Medtronic has received the device and its analysis has been completed. Proximal and distal pillows present but partially inflated. The distal segments of the stent are flared and pulled over the distal pillow and marker band. Proximal stent segments 1 and 2 are stretched distally and damaged. The stent was moved from its original position on the proximal end. A scratch is evident leading out of the proximal balloon pillow into the distal outer shaft. Visual inspection and manipulation of the balloon identified a small hole on the proximal pillow of the device at the start point from where the scratch each onto the distal shaft. Please note that the device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
.